Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient had developed an itchy irritation under the therapy electrodes. The patient's doctor advised the patient to stop wearing the lifevest. The patient decided to continue wearing the lifevest and applied hydrocortisone cream to the irritation. During a follow-up the patient "retported" that the irritation had improved.